Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. A fracture was suspected. A revision procedure is intended. No adverse patient effects were reported.

Manufacturer narrative:
When the lead revision has been performed and the lead returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
As this lead was surgically abandoned, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. A revision procedure was performed. This lead was surgically abandoned and replaced. There was no inappropriate therapy or missed therapy due to the suspected fracture.